Event description:
New information received notes that a competitor left ventricular (lv) lead also exhibited intermittent capture in addition to the right ventricular (rv) lead noise over-sensing. The patient presented for a lead replacement procedure on 14 oct 2020. The procedure was difficult due to patient anatomy, so interventional radiology was used. The lv lead was able to be pulled back, but not fully removed out of the patient. Lv lead was capped and abandoned. Rv lead was capped and replaced. Generator was also electively replaced to prevent another surgery within the next year. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14928. It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator on (B)(6) 2020. Patient was brought in for programming on (B)(6) 2020. Additional right ventricular lead noise over-sensing was seen on a remote transmission. Patient was brought in to disable shock therapy on (B)(6) 2020. Lead revision was discussed with a healthcare provider. Patient was stable after the event.